Event description:
It was reported, "mrs femoral stem broke when patient stood up off a chair, hence patient was revised."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.